Event description:
It was reported that the support of the balloon broke. A 15/3.50 flextome cutting balloon monorail was selected for an unspecified treatment procedure. During unpacking, it was observed that the balloon was stuck on its protective nosepiece and difficulty removing was experienced by the user. Furthermore, it was noted that the support of the balloon broke. The procedure was completed with another with same device. No patient complications reported and the patient's condition was okay.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned unit confirmed a shaft detachment at 24.7cm from the catheter tip. This type of damage is consistent with excessive tensile force being applied to the delivery system during use/handling. The balloon protector cap was not returned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the support of the balloon broke. A 15/3.50 flextome cutting balloon monorail was selected for an unspecified treatment procedure. During unpacking, it was observed that the balloon was stuck on its protective nosepiece and difficulty removing was experienced by the user. Furthermore, it was noted that the support of the balloon broke. The procedure was completed with another with same device. No patient complications reported and the patient's condition was okay.